Manufacturer narrative:
Concomitant medical products: product ID: 8703w, product type: catheter. (B)(4). Analysis was unable to interrogate the pump, because the battery was depleted. No further analysis could be performed, analysis assumed normal battery depletion.

Event description:
Information received per attorney alleging on or about (B)(6), 2000 through (B)(6) 2001 patient was hospitalized on numerous occasions due to problems with the operation of the pump. States suspected problem with rotor of the pump. Pump was replaced on 12/18/2001. It was indicated that the pump was used to infuse morphine. This information was previously reported in manufacturer report # 6000030200300209. If additional information is received, a follow-up report will be submitted.